Event description:
As reported by the user facility information by bbm sales organization in (B)(4): "overinfusion". "Reporter (clinical engineer) received a pump that ICU had said hadn't delivered the volume that was applied. The clinical engineer ran the device to verify the function and it worked correctly. He asked the cnm in charge to see if an incident report was filled in for this and she said there wasn't as there was no need in this occasion. Clinical engineer enquired if any checks in particular need be checked on this device or should he return it to use. He was informed by the b. Braun technical support engineer that it was to be considered as an incident reported by the user and there is a need to do further investigations. The b. Braun technical support engineer has arranged to collect the pump."

Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(4). The complaint is under evaluation. A follow-up report will be provided after the examination results are available.

Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(4). The device has been investigated in our service department at b. Braun melsungen ag, melsungen, germany: 1. General information: complaint: (B)(4). 2. Information to the sample: 2.1 model: infusomat space 2.2 article number: 8713050 2.3 serial number/batch: (B)(6) 2.4 software version: h030002 2.5 hours of operation: 24881 h 2.6 further information: n/a 3. Investigation results: 3.1 history inspection: the device history files were read out and analyzed. As no date of the incident was given, the last infusions were investigated. There are many changes of the parameter, and the infusion was started and stopped several times. Furthermore, there are no anomalies in the device history. 3.2 visual inspection: a visual inspection was performed. The cover caps on the screw pillars were intact and undamaged. No seal was available. The device shows age related signs of wear and tear but no visible damages ore liquid residues. 3.3 functional inspection: a functional test was performed. The device passed the self-test. A space line was inserted, the pump identified the line, and it could be selected from the menu. It was possible to put the pump in operation. (B)(6) pressure inspection: for checking the downstream sensor, the electronic pressure cut-off and the mechanical pressure limitation of the device were tested according to the requirements of the technical safety check. The electronic pressure cut-off was checked: pressure stage 2: is:(B)(4) bar (should be: (B)(4) bar) pressure stage 5: is:(B)(4) bar (should be: (B)(4) bar) pressure stage 9: is:(B)(4) bar (should be: (B)(4) bar) the mechanical pressure cut-off was checked: pmax: is: (B)(4) bar (should be: (B)(4) bar) pmin: is: (B)(4) bar (should be: (B)(4) bar) safety clamp was checked: pmin: is: (B)(4) bar (should be: (B)(4) bar) the device matches the required values and standards. All measured values are within our specification. (B)(6) flow rate inspection: a delivery accuracy measurement according to iec 60601-2-24 was arranged. Here a nominal flow rate of (B)(4) was chosen. The assessed mean deviation "a" of the second operating hour was measured and resulted in a value of (B)(6). The accuracy of set delivery rate should be: (B)(4) according to iec/en 60601-2-24. The device matches the required values and standards. All measured values are within our specification. 3.6 disassembling: during the investigation no faults could be detected. To investigate the inside of the device, only the upper housing was removed. No damage or soiling could be found. 4. Judgment: 4.1 the complaint could not be confirmed. Summing up all tests, the infusomat space operates within our specification. No product deviation.